Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186 ,UDI: (B)(4), serial: (B)(4), batch: a000116985.

Event description:
It was reported that one of the patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2022, wherein the leads were explanted and replaced with a paddle lead to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.